Manufacturer narrative:
Follow-up #1: date of submission 01/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings:visual inspection revealed that the display screen has a dim, pink, and fading text.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was yellow, gradually fading, and difficult to read for a month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.